Manufacturer narrative:
Device was received with a blank flashing white display due to vertical cracked lcd controller. Unable to verify missing segments or partial display or perform the displacement test, sleep current measurement, active current measurement and self test due to a constant blank flashing white light on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell down on ice and pump display went white. The customer¿s blood glucose level was 8.9 mmol/l. The customer also reported that they took off battery and turned the pump off tried twice with new battery but was not able to start the pump but just got the white display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.